Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis caught inside introducer sheath hub. A visual examination of the crimped stent found the entire stent profile was damaged and was severely stretched along its entire length. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip and profile of the shaft showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). Pre-dilatation was performed with a 3.5x12mm nc quantum apex balloon catheter. A 28x4.00mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The physician then removed the device from the patient and noticed that the stent had dislodged inside the y-connector. The stent was successfully retrieved and the procedure was completed with a 4.0x16.00mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). Pre-dilatation was performed with a 3.5x12mm nc quantum apex balloon catheter. A 28x4.00mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The physician then removed the device from the patient and noticed that the stent had dislodged inside the y-connector. The stent was successfully retrieved and the procedure was completed with a 4.0x16.00mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).